Event description:
Did testing sequence during setup for the stereotactic biopsy and the needle driver on the brevera needle made a grinding noise while testing the bevel opening and closing. Did not use needle for procedure and took it off. Replaced with new set up and worked fine. Lot#24l02rg.